Manufacturer narrative:
X-rays were provided and reviewed. The acetabular cup has been placed in a position that is more vertical than recommended. Mal-positioned devices can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address malpositioning of the cup and stem. (Right hip)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 2/16/16, 2/23/16, 2/25/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with snapping in hip, grinding, squeaking, right leg about 12mm shorter than left leg, stem and cup malposition with stem appearing undersized but still ingrown via radiograph. Revision surgical note reported malpositioned stem and cup with no bony ingrowth on cup, evidence of impingement of neck of stem on rim of cup, metallosis, early very mild pseudotumor, cloudy grayish fluid and 750ml blood loss. Lab results for metal ions confirm greater than 7 parts per billion. The complaint was updated on: mar 2, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address mal-positioning of the cup and stem. Doi: (B)(6) 2010; dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
In addition to what previously alleged. Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.